Event description:
Additional information received, identified patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Reportedly effective therapy was restored post operatively.

Manufacturer narrative:
The reported loss of stimulation and the observation of a low battery message was confirmed. As received, the ipg displayed the ¿replace generator error¿. The uep inductive tool showed eri and eol time stamps had been logged. The device was running the therapy application. Once the eri and eol time stamps were set to zero, the ipg functioned as intended. A longevity calculation confirmed normal battery depletion based on average device usage using the patient parameters provided. When the device declares eol, the ability to program the device and stimulation therapy is inhibited. The root cause of the reported observation was due to the device having normal battery depletion to the end of life.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The patient is not receiving therapy and will likely require surgical intervention to address the issue.